Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The device's field of view was dark due to the broken light guide bundle due to external factors. The suction amount was insufficient and the channel cleaning brush could not be smoothly inserted into the channel, due to the collapse of the instrument channel due to an external factor. Due to the stretch of the angle wire, the angulation was insufficient. The insertion tube, control section, eyepiece, angulation control lever, up / down plate, venting connector, diopter adjustment ring, and light guide cover were scratched by external factors. The adhesive of the bending section rubber was chipped. The image guide bundle was significantly broken due to external factors. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by physical stress such as friction or chemical attack by unrecommended chemicals. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.